Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2090w programmer, product ID 229047 analyzer.

Manufacturer narrative:
Product event summary: analysis confirmed the device would not establish telemetry, the device had internal corrosion due to probable liquid immersion.

Event description:
It was reported the wands will not establish telemetry. The wands were returned for evaluation and repair. No patient complications were reported as a result of this event.